Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 implantable pacing lead (B)(6) 2013; 4298 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that, during a routine device check, t-wave oversensing (twos) was observed on the right ventricular (rv) lead. The ventricular sensitivity was adjusted on the device and the twos was resolved. The lead remains in use. No patient complications have been reported as a result of this event.